Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported por-power on reset. The patient mentioned she had recent ultrasound where ins was not turned off for scan and wondered if that may have caused por. Patient was exposed to an environmental emi and indicated it was related. Patient to follow up with hcp to clear the por. There was no symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the cause of the por may have been an ultrasound of the bladder that they had in (B)(6) 2018 or it may have been the battery was seven years old per manufacturer. The patient called the doctor regarding por on (B)(6) 2019 and their first available appointment is (B)(6) 2019. The patient has not seen the doctor yet but plant speak to him about changing the battery now.